Manufacturer narrative:
Event date: date is unknown and was estimated based on the event occurring within the last week of the aware date.

Event description:
It was reported that balloon rupture occured. A 3.25 x 8 nc emerge balloon was advanced for treatment and the balloon ruptured. No patient complication indicated.